Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call air bubbles anomaly. Customer's blood glucose level was 233 mg/dl. Customer advised they are pregnant and worried about air bubbles in the reservoir. Customer was advised to speak to their healthcare provider and disconnect from the device during exercise.